Event description:
Implanted with a defective spinal cord stimulator (B)(6) 2018. Burning non-functioning unit. Did damage inserting. Consequently after forcing the dr to remove it in (B)(6). I am now permanently damaged and disabled. Dr hid the truth as this unit was a recall.